Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to connector j13 on mainboard is broken. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer casing. The functional assessment confirmed that the unit was unable to operate or charge the device on mains power, establishing a relationship with the event reported. The root cause has been identified as a failed component on the main circuit board. A review of manufacturing records for the reported renasys devices, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.